Event description:
The patient reported the charger and programmer are unable to communicate with the ipg. Additionally, the patient reported he has not used the system in over a month due to not having any pain. As a result, the ipg is inoperable. An sjm representative met with the patient and confirmed a replacement programmer and charger are unable to communicate with the ipg. The patient will consult with his physician to determine the next course of action.

Manufacturer narrative:
Recall: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.